Event description:
Anticipated incident - serious injury. This spontaneous case report was received by regulatory authority in (B)(6) on 08-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included crohn's disease. Afterwards it became clear that essure placement was not indicated due to the disease. On (B)(6) 2014 essure (fallopian tube occlusion insert) was placed. The consumer stated that insertion procedure went well, she hardly felt any pain. She had pain in abdomen, itching skin, depressive feelings, increase or decrease of weight, tiredness, restless feelings, insomnia, mood swings, memory loss, concentration problems, brain fog, swollen abdomen, vaginal secretion, asthenia, and her breasts increased two sizes. The influence of essure in her daily life included social activities and happiness problems, relation and/or family problems and problems with daily tasks. She contacted her physician and ablation with novasure was performed. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She had novasure as treatment for an unspecified reason. Abdominal pain is listed while endometrial ablation is unlisted in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this particular case there is no alternative explanation, a causal relationship with essure cannot be excluded. In this case, the reason for endometrial ablation was not provided therefore it is not possible to assess if it is related to essure. Considering that essure influenced her daily life (social activities and happiness problems, relation and/or family problems and problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Follow-up received on 20-oct-2016 - quality-safety evaluation of ptc: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 24-oct-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 777 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in netherlands who had essure (fallopian tube occlusion insert) inserted and had pain in abdomen. She had novasure as treatment for an unspecified reason. Abdominal pain is listed while endometrial ablation is unlisted in the reference safety information for essure. Considering that essure therapy may cause abdominal pain and that in this particular case there is no alternative explanation, a causal relationship with essure cannot be excluded. In this case, the reason for endometrial ablation was not provided therefore it is not possible to assess if it is related to essure. Considering that essure influenced her daily life (social activities and happiness problems, relation and/or family problems and problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.